Event description:
It was reported that during a laparoscopic gastric bypass, the device only stapled on one side of the staple line. It is unk how the procedure was completed but it was delayed thirty minutes. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one instrument was returned conforming and fully functional and with no cartridge loaded. When tested for functionally with a test cartridge, the staple line was noted to be complete.